Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the light scatter preamplifier was damaged. The fse replaced the preamplifier, which repaired the failing controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported high coefficient of variance (cv's) for scatter and conductivity on the latron control for the coulter hmx analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.